Manufacturer narrative:
1 of 3 devices were returned for evaluation. We are awaiting the return of 2 devices. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes 3 malfunction events where a midwest tradition pro handpiece would not hold dental burs. There were no injuries in any of the events.